Event description:
During cysto with laser, the soltive laser in use. Laser settings: 0.4 joules at 100 hz. The surgical tech felt hot on left side. Tech turned around to find the laser fiber on fire. Surgical tech's gown was melted. Tech patted area on gown and pushed emergency shut off button on laser. Fiber connector piece still had flame. Laser end removed and placed into bowl of nacl which was located on field. Laser machine turned off. Tech checked out for burns. No burns noted on tech, only on gown; however, tech had blackened area on scrub shirt. Circulator had fire extinguisher ready to use. Or (operating room) manager called into room. Laser machine restarted. New fiber opened. Case continued without issues.